Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath the dilator tip was damaged. After removing the device from the packaging, it was noted the dilator tip was damaged and slightly peeled up. They exchanged the dilator and sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The sheath and dilator were not returned to boston scientific for analysis; however, a picture of the dilator was provided. Examination of the image confirmed the tip of the dilator was torn and starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath the dilator tip was damaged. After removing the device from the packaging, it was noted the dilator tip was damaged and slightly peeled up. They exchanged the dilator and sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has not been received for analysis; however, a picture of the device was provided.